Event description:
It was reported that the patient completely disconnected themselves from power. The patient was reconnected to power by emergency medical services (ems) and the alarms resolved. The patient remained stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the patient experiencing a power cable disconnect alarm which was not able to be silenced was not able to be determined. Log files (event and periodic) were provided by the customer for reviewed. The event log file contained data recorded from (B)(6) to (B)(6) 2021 where routine power cable disconnect alarms associated with power exchanges and pi events were recorded. The system maintained the desired set speed with no interruptions. The periodic log file contained data recorded from (B)(6) to (B)(6) 2021 where a single power cable disconnect alarm associated with power exchanges was recorded. The system controller serial number (B)(6) was not returned for evaluation. Per the additional information the patient completely disconnected himself from power and the power was reconnected by ems. The controller will not be returned for evaluation. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms, including a no external power alarm and the proper actions to take if the alarms cannot be resolved. How to silence the alarms is also addressed in this section. The section contains a warning: ¿if external power is not restored, the system enters power saver mode. The pump gradually slows to the low speed limit to save power in an effort to prevent the pump from stopping. When adequate power is supplied, the pump reverts to the previous speed and the red battery alarm clears. Section ¿system controller alarms¿ informs the user that ¿system controller alarms cannot be silenced when the system controller is in power saver mode.¿ the patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a power cable disconnect alarm while connected that he could not silence for minutes on (B)(6) 2021. He was asymptomatic during alarm. Log file analysis captured a few routine pulsatility index events as well as routine power source changes. No other abnormal alarms or events were recorded.